Event description:
A nurse reported that during vitrectomy surgery, two auto gas syringes did not work. They exchanged the syringe for a different lot and it functioned correctly, but the indicator light for the radio frequency identification device would not change from orange to green. The procedure was completed using manual injection technique. No pt harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).